Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. A faulty patient board set was found, causing no image when the returned device was tested with olympus, model series 180 scopes. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no image was obtained when using olympus, model series 180 scopes with the olympus, model cv-190, evis exera iii video system center. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was duplicated, and it was likely due to the faulty patient board set. Olympus will continue to monitor the field performance of this device.